Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer was advised to disconnect from the insulin pump, wait for light to stop flashing, insert a new battery, clear the power error detected alarm, update the date and time and complete the reservoir and tubing process. Customer advised the power error detected alarm recurred and remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected pump error 25 or rewind anomaly noted. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The low reservoir alarm was set to 20.0 units, the low reservoir alarm function properly with 20.0 units remaining in the status screen. Then, unit was programmed with a several boluses. After bolus delivery, the low reservoir alarm function properly with 10.0 units remaining in the status screen. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.